Event description:
Cancer, patient was in pain. Case narrative: initial information received on 14-may-2025 regarding a solicited valid non-serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". The case became serious upon receipt of follow up information on 03-jun-2025. Study title: sanofi patient connection. This case is linked to case (B)(4) (multiple device suspect used in same patient; left knee) and (B)(4) (duplicate). This case involves a 48-year-old female patient who had cancer and was in pain after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On an unknown date, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48mg/6ml) in right knee at a dose of 48 units q6m (every 6 months) via route intra-articular for bilateral primary osteoarthritis of the knee. On an unknown date after unknown latency the patient reported that she was in pain (pain) (unknown batch number and expiry date). Upon follow up, it was reported that patient had cancer (neoplasm malignant; with unknown onset, latency, batch number and expiry date). No additional information was available at the time of the report. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Seriousness criteria: medically significant and intervention required. Action taken: not applicable for both events. Corrective treatment: not reported for both events. Outcome: unknown for both events. Reporter causality: not reported for both events. Company causality: not reportable for both events. A product technical complaint (ptc) was initiated on 01-may-2025 for synvisc one (lot/batch number: unknown) with global ptc number: complaint-(B)(4). The ptc stated. Based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible.based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release.any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 09-jun-2025 with summarized conclusion as no assessment possible. Additional information was received on 03-jun-2025 from the patient. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Additional event of cancer was added with details. Clinical course was updated and text amended accordingly. Additional information was received on 09-jun-2025 from quality department: ptc details and results were added. Text was amended.